Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the bipolar cord was not working. The cord would not work at all. Another cord was used to complete the procedure. There were patient effects. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. Internal file number - (B)(4).